Event description:
It was reported that cardiac perforation and pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd curve access system (was) and a watchman closure device and delivery system (wds) were selected for use. While attempting the get the was and versacross on the septum, the physician kept falling posterior and inferior. After multiple attempts to get higher and more anterior it was decided to reshape the sheath. The physician removed the dilator, shaped it and re-advanced the dilator. The whole system was advanced up the inferior vena cava (ivc). A pericardial sweep was performed, and a considerable pericardial effusion was noted. The was and dilator perforated the lateral wall at some point. The physician determined a pericardial tap was needed. 200cc of dull red fluid was removed and re-transfused back to the patient. A drain was placed and the patient was brought to the intensive care unit (ICU) in stable condition.